Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations of ¿reduced angulation and b30 scope communication error¿ were confirmed. The device evaluation found low angulation and free play were due to deformation of the bending tube and the scope connection (b30) error was shown due to deterioration of the plug unit because of water seepage inside plug unit. Additionally, the bending section cover, and the connecting tube had foreign materials due to insufficient cleaning. The image had black dots due to damaged charged coupled device, the up/down functions did not work due to damage on the probe, the plastic distal end cover was shaved, the adhesive on the bending section cover was detached. Due to wear of angle wire, bending angle in up/down/left/right direction did not meet the standard value. Due to wear of angle wire, the play of up/down/right/left knob was out of the standard value. The image guide protector had a cut, the control unit was sticky, the grip had a dent, the suction cylinder was shaved, switch number 1 and connecting tube had discolorations. The scope connector and the universal cord had scratches. The plug unit was dirty due to water leakage, the circuit board unit in the scope connector was dirty due to water leakage, dots were smudged and connected on the water detection stickers 1a and 1b. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of the customer that the evis exera iii colonovideoscope had reduced angulation and b30 scope communication error. The issue was found during maintenance. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the scope bending section cover and connecting tube had foreign materials.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. The customer confirmed that reprocessing of the device was completed following the instructions for use (IFU) and that there was no abnormalities in reprocessing the accessories. Manual cleaning was performed within an hour after the procedure. However, they could not confirm if the device was used in the next procedure with foreign material remaining inside. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the IFU: -states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection -states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.